Event description:
Nurses at the customer site reported pts may not be getting the entire dose of secondary (at times primary) infusions of an antibiotic. The inpatient clinical manager noted the infusions are running as a secondary. The following scenario was provided as an example: a pt receives azithromycin 500mg in 250ml of normal saline. The infusion is set up in guardrails and 500mg/250mls is chosen. When the infusion complete there is "quite a bit" left in the bag after the pump shuts off. The pharmacy does overfill the bag and does not include this overfill amount of the labeling. The customer assumes the issue might be due to the overfill amount and would like to infuse the entire amount. If it is noticed that the entire amount did not infuse, they reprogram and add more volume. About half of the time the nurses back prime the secondary set. There has been no report of pt harm or medical intervention. No further pt or event details were provided.

Manufacturer narrative:
(B)(4). The customer reported that the product will not be returned. This has been an ongoing issue and the devices and tubing were not sequestered. Unable to determine root cause of the customer's reported infusion inaccuracies.